Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the fuse box terminal of the ac power inlet of the subject device was burnt. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed that the fuse box terminal of the ac power inlet of the subject device was burnt. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc determined there was the possibility this phenomenon was attributed to the normal deterioration due to the long-term use. If additional information is received, this report will be supplemented.